Event description:
A malfunction on a pump was reported by a caller, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted in resetting it. After the reset, the malfunction did not recur, and the customer was informed they could continue using the pump. They were also advised to call back if the issue happened again, which the caller acknowledged and understood.